Event description:
On (B)(4) 2010 synthes received an x-ray image with no additional information provided. On (B)(4) 2013 this image was sent to the synthes post market risk manager for review. The following is a summary of his findings. The implant has migrated and this is a reportable malfunction.

Manufacturer narrative:
Device was used for treatment. Actual event date not known. Exact part number could not be identified. The device is not being returned for evaluation. As no lot number was provided, no device history record review can be performed. There is no further information available on this event and no further investigation can be performed.